Event description:
It was reported that the patient had episode detected in ventricular fibrillation zone anti-tachycardia pacing before charging broke rhythm due to fibrillation detection interval + 60 millisecond rule. It was noted there were multiple shocks (inappropriate and appropriate). A few weeks later, patient was in the emergency room when received inappropriate shock due to atrial fibrillation. The physician increased the medication. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.